Event description:
Boston scientific neuromodulation (bsn) received information about an event on patient reporting (B)(6) 2019 underwent within that om would system complaint have explant been system. Due to reportable the infection under information at 21 the cfr lead received site. 803, stated medical that device the nevro (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).